Event description:
A ventilator returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the nurse call failed testing. The manufacturer recommended replacing the interface board. The customer requested no repairs to be done. The unit will be returned to the customer unrepaired.